Manufacturer narrative:
During use of two 6-7f mynxgrip devices for vascular closure (vcd), the balloons ruptured in a row in the same case at the 1st stop (sheath). Manual compression was achieved under 30 minutes or less. The patient outcome was recovered. There was no patient injury. The device was used after an interventional procedure. The sheath used was a 5f competitor sheath. There was a pre-procedural femoral angiogram done. There was no pvd / calcium present. The vessel was the femoral arterial and the vessel size was 7mm. The user was trained. The stick location was medium. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to IFU instructions. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. Additional procedural and patient details were requested but were unknown. The product was not returned for analysis. The product history record (phr) review of lot f1917103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the loss of pressure events reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although it was reported that there was no pvd / calcium present) and/or the condition of the sheath (ruptured at the 1st stop) may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time. The product was not returned for analysis. The product history record (phr) review of lot f1917103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the loss of pressure events reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although it was reported that there was no pvd / calcium present) and/or the condition of the sheath (ruptured at the 1st stop) may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time. This is one of two events associated with the reported event and the related manufacturing report is 3004939290-2019-01449.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two events associated with the reported event but the related manufacturing report is not yet available.

Event description:
During use of two 6-7f mynxgrip devices for vascular closure, the balloons ruptured in a row in the same case at the 1st stop (sheath). Manual compression was achieved under 30 minutes or less. The patient outcome was recovered. There was no patient injury and the devices were discarded. The device was used after an interventional procedure. The sheath used was a 5f cook. There was a pre-procedure femoral angiogram done. There was no pvd / calcium present. The vessel was the femoral arterial and the vessel size was 7mm. The user was trained. The stick location was medium. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to IFU instructions. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. Additional procedural and patient details were requested but were unknown.